Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 3pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. On the following morning, the reporter claims the patient felt symptoms of dizzy and fatigue. On (B)(6) 2012 at 12pm, the patient reportedly visited her physician's office and obtained a blood glucose result of "500 mg/dl" with the physician's meter. Later that afternoon, about 4pm, the patient was at the emergency room (ER) and obtained another result of "500 mg/dl" with the ER meter. At that time, the patient was administered insulin (type/ amount not specified) and intravenous (IV) fluids as treatment. The patient reportedly obtained a blood glucose result of "300 mg/l" after treatment. At the time of troubleshooting, the cca noted the correct test strips were used for testing and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.